Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the black box and history was unable to be downloaded. A call service alarm occurred during rewind. Failed steps could not be completed due to the alarm. The pump was opened, removed from the case, and corrosion on the motor flex connector was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.